Manufacturer narrative:
Patient code 3191 = surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. It was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. It was explanted and replaced. No additional adverse patient effects were reported.